Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated the nurses report when drawing blood, the syringe looses its seal and gets air bubbles. The flange does not slide smoothly once you break the very tight seal so control is challenging.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The method of root cause analysis implemented in this investigation was a six m assessment. The assessment evaluated potential causes. A potential root cause was identified. The assembly system was reviewed and appears to be in proper working order. It is possible, a spraymation head may have been malfunctioning and not placing silicone into barrel. Silicone lubricates the inside to allow for ease of actuating plunger. Excessive force may have caused rubber tip to jerk, causing a slight gap between the wall and black rubber tip. This lack of silicone may have caused the user to use a higher pull force to move plunger, causing jerking motion, and allowing for liquid/gas to leave/enter. The reported customer complaint could not be confirmed. A root cause could not be determined. A possible root cause was identified to be a spraymation head malfunctioned during production. This complaint will be used for tracking and trending purposes.